Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of over infusion was not verified, however the device was found out of specification. A review of the event history log identified an infusion with the customer reported parameters started on 02-25-2020 at timestamp 20:29 and the infusion ran to completion, ending on 02-26-2020 at timestamp 20:32. No errors or alarms occurred during the infusion. The device was sent for flow testing at 40ml/hr and 125ml/hr and found to under deliver at 3.787% and 6.488% accuracy which is outside the expected +/- 5% accuracy range. The device was found to be under infusing and not over infusing as was reported. The evaluator determined that the pressure plates require adjustment to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy in the oncology department. A doxorubicin etoposide vincristine infusion was programmed to deliver 500ml in 24 hours. The bag was empty when the pump showed that 46.9 ml was still to be delivered. There was patient involvement but no patient harm or medical intervention was reported. No additional information is available.